Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 4 minutes: hi (result over 33.3 mmol/l), 14.1 mmol/l (aviva system) and 7.4 mmol/l (aviva nano system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; the customer used different test strips from different strip vials for each system, however, they are not available anymore.